Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not displaying any image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for correction to e1. Corrected fields: e1 - first name and last name, and e1-phone number format was corrected from (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not displaying any image. There were no reports of patient harm.